Event description:
It was reported that the lead was explanted and replaced due to high capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 53.0cm from the tip electrode was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that externalized conductors were also observed.